Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. 510k is unknown. No information has been provided to date. A manufacturing device history record (DHR) review request was sent to the supplier; no further information has been made available to date. One sample returned in used condition and without its original packaging. Visual inspection performed and it was observed there was hole in the product. The root cause was related to the manufacturing process. As a preventive action manufacturing personnel was notified by the area trainer. The investigation results were provided by the supplier.

Event description:
It was reported that during the pre-use check, it was discovered the device had a pinhole no patient injury was reported.